Manufacturer narrative:
Initial reporter is a synthes sales representative. Part 03.010.227, lot 3012054: manufacturing site: (B)(4). Release to warehouse date: january 13, 2009. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A product investigation was completed: upon visual inspection, deformation was observed on the second locking hole. Scratches were observed on the device but has no impact on the device functionality. No other issues were observed with the returned device. No dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. Based on the date of manufacture, the current and manufactured revision of drawings were reviewed. The complaint condition was confirmed. There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date, that the aiming arm was damaged when it came out of the wash. No patient involvement. Upon visual inspection of the returned device, deformation was observed on the second locking hole. This report is for an aiming arm. This is report 1 of 1 for (B)(4).